Manufacturer narrative:
This report is being submitted as part of a retrospective review of optical signal issues, per FDA recommendation. According to the clinical, shortly after beginning impella cp support placement signal numbers were being recorded in the 200¿s. However, flow remained consistent and the patient continued to be supported hemodynamically with no other issues. No product was returned for a visual inspection. Data log analysis could not be performed since the only ltlog that was returned lasted ten seconds. The cause of the optical signal issue was not determined because no significant product or logs were returned and not enough clinical information was given. A review of the device history record (DHR) for the suspect device and historical complaint data was conducted. This review revealed that the product met all manufacturing release criteria, and no product deficiencies were identified at the time product was manufactured and released to the customer. All pertinent information available to abiomed has been submitted at this time.

Event description:
The complainant reported that the placement signal was not reliable. The flow numbers remained consistent, and patient continued to be supported on impella.